Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were failed to open. A field service engineer (fse) investigated the issue with mine engine 1.1, which was failing to open. Upon inspection, it was found that the associated mini drawer was overfilled with medication, causing an obstruction. The fse cleared the debris from inside the drawer and advised the customer to avoid overloading it in the future. Additionally, the mini engine in position 1.12 was replaced due to a fault. The drawers 2.1 and 4 were slightly bent and were adjusted accordingly. The unit was rebooted and tested, with all components functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple drawers and pocket were repeatedly failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.